Event description:
The customer reported that the system would not display a fluoroscopy image and the screen was white. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.